Event description:
It was reported that tubing set separated at the drip chamber and leaked while priming with magnesium sulfate 6 g (10g/20ml)/150 ml to infuse at a rate of 2 g/hr for a duration of 3 hours. There was no patient involvement since the set did not make it to the bedside.

Manufacturer narrative:
The customer¿s complaint of tubing set separated and leaked was confirmed. The separation was observed at the engagement between the outlet spigot of the drip chamber and tubing on set received. Functional testing was not performed as the customer's report was confirmed upon visual inspection. Dimensional testing measured the tubing to be within specification. Device history record for model 10015862 lot 20035131 shows that the set was manufactured on 3 march 2020 with a total of 11,523 units. There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported. The root cause of the tubing separation was a manufacturing issue for insufficient solvent being applied at the affected engagement due to equipment and/ or operator error.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that tubing set separated at the drip chamber and leaked while priming with magnesium sulfate 6 g (10g/20ml)/150 ml to infuse at a rate of 2 g/hr for a duration of 3 hours. There was no patient involvement since the set did not make it to the bedside.